Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life w/ damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/02/2014 with the following findings: there was a crack in the battery compartment with evidence of moisture contamination inside. The battery cap was not able to fully tighten to the pump and had contamination on the underside of the cap. The pump was not able to maintain an electrical connection with the returned battery cap; therefore, a test cap was used. There were multiple low battery warnings and replace battery alarms observed in the black box history along with evidence of short battery life. The leak test confirmed the battery compartment crack, but no evidence of additional moisture was found when the pump case was removed. Current draws were within specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.